Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead placement attempt was made during a procedure. There was difficulty placing the lead due to the patient's anatomy. Multiple, aggressive attempts were made that resulted in the lead resticking the vessel. The physician noted that the wire coils in the proximal segment of the superior vena cava (svc) portion of the lead had separated. The lead was not used; a new lead was placed instead. No patient complications have been reported as a result of this event.